Event description:
It was reported that the blade broke at the mount during a procedure. It was further reported that an x-ray was taken and a piece of blade is still retained in the patients knee. There was no surgical delay reported as a result of this event.

Manufacturer narrative:
The unknown cutting accessory originally reported under this MDR report was not returned for evaluation. Upon evaluation of the originally listed concomitant device ((B)(4) lot 0817201073) a shifted safety pin was found and the drive link was loose on the blade mount base, which can cause or contribute to increased stress on the blade while cutting that can result with the blade breaking which can lead to the reported event. This unknown cutting accessory is now listed as concomitant device in section d.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that the blade broke at the mount during a procedure. It was further reported that an x-ray was taken and a piece of blade is still retained in the patients knee. There was no surgical delay reported as a result of this event.